Manufacturer narrative:
Date of event - exact date of event not provided, best estimate is between 5/13/2020-6/26/2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had an intraocular lens (iol) explanted from his operative eye due to mechanical complication with iol resulting in blurred vision with near/distance. The pre-op visual acuity (va) was 20/40, post-op 20/20, but the patient had poor reading. There was no incision enlargement, no vitrectomy, no sutures required. No other information was provided.

Manufacturer narrative:
Additional information: the date of event was provided, therefore section b3 is now updated to(B)(6)2020. Also, the patient had satisfactory outcome post explant and implant of a new j&j lens, no post-operative injuries. Section d10. Device available for evaluation? Yes. Returned to manufacturer on: (B)(6)2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Dimensional inspection was performed (only on both haptics), and all measurements were within specifications. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.